Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer awoke and observed that the pump was on the fill tubing screen. The customer reported was connected to the pump during the occurrence. The customer reported disconnecting from the site and performing a fill tubing to complete the load process. During follow up with tandem technical services, the customer reported that the load screen was not entered. The customer's blood glucose level was 225 mg/dl.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was not recorded on (B)(6) 2016. User unlocked screen and inserted new cartridge at 9:34am on (B)(6) 2016. About two hours later, user unlocked screen and completed "tubing fill" process of cartridge change sequence at 11:47am. Bolus request was made at 2:53pm. There were no erratic basal rate adjustments. "Tubing fill" process was initiated after screen lock was disabled. There is no evidence that the insulin pump experienced a malfunction or failure.